Manufacturer narrative:
Investigation results: a visual evaluation of the returned device revealed that the working length of the needle and sheath were bent at the distal end of the handle. Further evaluation found the distal end of the needle was slightly bent with the needle tip partially broken due to bending. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used in the 4r node during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal tip of the needle was bent while accessing the 4r node of the lungs. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used in the 4r node during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal tip of the needle was bent while accessing the 4r node of the lungs. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.